Manufacturer narrative:
(B)(4).

Event description:
The user received questionable calcium results for patient samples. Of the data provided, the results for 10 of the patient samples were discrepant. All results are in mg/dl. The results listed below are the result with reagent lot 626019, the result with reagent lot 628028, then the result from a reference lab. Patient sample 1 results were 10.8, 10.4 and 9.5. Patient sample 2 results were 11.3, 11.8 and 10.9. Patient sample 3 results were 11.4, 11.0 and 10.1. Patient sample 4 results were 10.7, 11.7, 11.0 and 10.1. Patient sample 5 results were 11.0, 10.7 and 9.9. Patient sample 6 results were 11.7, 10.9 and 10.4 patient sample 7 results were 11.4, 10.2 and 10.3. Patient sample 8 results were 11.1, 10.3 and 9.7. Patient sample 9 results were 10.9, 10.1 and 9.6. Patient sample 10 results were 10.9, 10.1 and 9.6. The patients were not adversely affected as the results were not reported outside the laboratory. The field service representative found the external and internal water filters were dirty. He replaced the water filters and the inlet filter. To verify the analyzer operation, he ran performance and precision testing with good results.